Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was not as responsive and the usb port had debris stuck in it making it difficult to charge the battery. There was no reported impact to customer's blood glucose. Customer did not provide further information and declined follow up from tandem technical support.